Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the lead was positioned in the right ventricular (rv) septum and the helix was extended. The r-waves were small so the helix was retracted and the lead was repositioned. Upon attempting to re-extend the helix, as seen on fluoroscopy the helix would not extend after multiple turns, and the helix extension torque tool spun back after multiple turns. The lead was removed from the body and tested on the table, where the helix still did not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.